Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 26.3 mmol/l at the time of the incident. The customer stated that the buttons do not respond. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector noted. No button keypad/anomalies occurred during testing. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly and recorded the 2.4 mmol/l value properly from glucose meter and pump received a 1 unit bolus delivery from the test glucose meter. The bolus delivered properly. No unexpected radio frequency communication errors noted. The insulin pump was received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.